Event description:
One patient with discrepant potassium results. Initial result in 2008 gave 6.0 mmol/l, repeat 5.8 mmol/l. Same sample repeated about 5 days later gave result of 4.9 mmol/l. Initial result was reported. No adverse events reported in associated with the incorrect result. The field service rep was unable to determine a specific root cause. Performance tests were performed.